Event description:
It was reported that the insulation and/or release buttons were worn, missing or broken.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection of the unit confirms insulation damage throughout the shaft. It was also noticed that the unit is missing the insert release button. Further, it was not possible to attach an insert to the handle due to the damage on the locking mechanism. The unit passed the insulation scan test. Probable root cause/s for the insulation damage could be bad sterilization methods and or normal wear and tear. The probable root cause/s for the damage on the locking mechanism could be user misuse and or improper handling. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the insulation and/or release buttons were worn, missing or broken.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.